Event description:
Customer staes that an internal battery only lasted for about 5 hours until ventilator shutdown. After an audible alarm, customer immediately plugged it into her wheel chair battery. However the ventilator had already shutdown before the power was switched over. Please note that no severe injury or death was reported from this incident.